Manufacturer narrative:
G4: 15may2020. B4: 16may2020. The replaced light emitting diode (led) circuit panel overlay was returned for failure analysis. It was determined that broken led circuit traces caused the leds to not illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
It was reported that the battery charging, battery in use and low battery light emitting diodes (leds) were not illuminating during periodic maintenance. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse also identified that the external oxygen sensor was not recognized during initial extended self-test. The fse replaced the power status overlay and the oxygen sensor, and also installed a missing rotary encoder. The ventilator successfully passed performance specification testing after the repair was completed.